Manufacturer narrative:
Article citation: baser, e.f., seymenoglu, r.g. "Results of fluorouracil-augmented xen45 implantation in primary open-angle and pseudoexfoliation glaucoma." Int ophthalmol (2020). The events of endophthalmitis and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The other events from the same article has been reported under MDR ID # 3011299751-2020-00336 and MDR ID # 3011299751-2020-00337.

Event description:
The article "results of fluorouracil-augmented xen45 implantation in primary open-angle and pseudoexfoliation glaucoma" noted a patient had a xen 45 gel stent implanted in the right eye and experienced endophthalmitis with a very thin conjunctiva and chronic blepharoconjunctivitis (deemed not related to the device) presented with ciliary injection and hypopyon and exhibited late endophthalmitis at 1 year. The right eye was treated with intravitreal antibiotic injections. Since the conjunctiva was very thin, even minute stent exposure may have caused bacteria on the ocular surface to invade the bleb and anterior chamber. Events resolved completely.